Event description:
It was reported that the patient alleges the bolus recommendations provided by the connect app (B)(6) are not accurate. No adverse event reported. Backup files were requested for product evaluation.